Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that two months and twenty days post implantation the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient also reports to be suffering from emotional and physical pain and suffering. According to the medical records, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) therefore the filter was placed prophylactically prior to a surgery. The filter was successfully deployed during the index procedure. As reported, the patient was implanted with an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) therefore the filter was placed prophylactically prior to a surgery. The filter was successfully deployed during the index procedure. Subsequently, the filter was found to have tilted, and embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile from (ppf) indicates that two months and twenty days post implantation the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient also reports to be suffering from emotional and physical pain and suffering. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The retrieval procedure was attempted approximately 2.5 months post implantation, outside of the IFU recommendation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient co-morbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  As reported by the legal department, a patient was implanted with a cordis optease inferior vena cava (ivc) filter on or about (B)(6) 2013. Subsequently, the filter was found to have tilted, and embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the plaintiff suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The plaintiff¿s wife brings this action for, inter alia, the loss of consortium, comfort, and society she suffered due to the personal injuries suffered by her husband. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2013; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this file.

Event description:
As reported by the legal department in qualls vs. Cordis, the plaintiff was implanted with a cordis optease inferior vena cava (ivc) filter on or about (B)(6) 2013. Subsequently, the filter was found to have tilted, and embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the plaintiff suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The plaintiff's wife brings this action for, inter alia, the loss of consortium, comfort, and society she suffered due to the personal injuries suffered by her husband.